Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information/correction. H6: event problem and evaluation codes - additional. H6: event problem and evaluation codes - correction "method code(s): 4119."

Event description:
Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported. As reported in follow-up 001, it was determined that a report was submitted in error. Upon further data review, it was determined that the patient allegation is a reportable event based on the finding of signal loss."

Manufacturer narrative:
(B)(4). MFR 3004753838-2019-37393 was reported in error. Please disregard initial reporting of this event as this event has now been deemed non-reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to obtain readings on their phone. It was determined that the issue was related to the mobile application. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.